Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels ranging from 371 mg/dl to 495 mg/dl. Reportedly, the customer changed the supplies, administered a correction via the pump, administered a manual injection, and exercised vigorously. Troubleshooting with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. Recommendation was made for the customer to discuss elevated bg level with their clinical diabetes specialist.